Event description:
It was reported that stent expansion failure occurred. The target lesion was located in the severely calcified and severely tortuous arteriovenous fistula. A 10x40x75 epic stent was advanced for treatment. However, when the stent was deployed, the stent failed to fully expand and was not enough to treat lesion. Post ballooning was performed, and the procedure was completed. There were no patient complications reported, and the patient was in good condition post-procedure.